Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the posterior view. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. No other anomalies were discovered. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 300cc saline prosthesis, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018.